Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event and was treated with vancomycin and amikacin (intraperitoneally, for two weeks, dose not reported). The patient was also treated with amikacin (intravenously, dose and frequency were not reported), flagyl (intravenously, dose and frequency were not reported) and fortum (intravenously, dose and frequency were not reported) for the event. At the time of this report, the patient has recovered and pd therapy and hospitalization were ongoing. No additional information is available.